Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 250 mg/dl while wearing the pod. The patient reports they had lost conciseness and fell on their kitchen floor. Once at the hospital the patient was diagnosed with pneumonia and dehydration as well as hyperglycemia and sepsis. In addition the patient was diagnosed with a fractured ankle as well as toes. The patient was put on a ventilator and treated with antibiotics as well as insulin. The patient had a boot on their foot due to their fracture. The patient was prescribed insulin. The patient reports being discharged to a rehabilitation facility after 14 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.